Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula tip. The root cause of the cannula tip fracture is likely external force applied on the tip in combination with lipid exposure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic nephrectomy, event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation." Report from the sales rep: the surgeon noted that when inserting the second trocar(model name:unknown) as working port, the distal end of the cannula of the first trocar as camera port contacted the non-sharp tip of the obturator of the second trocar, causing the distal end of the first trocar to be fragmented inside abdominal cavity. On confirming the fragment, it was removed from patient. He/she determined that the fragment matched a missing portion on the cannula. The event trocar was replaced with new one, and the procedure was successfully completed. The second trocar without any fragments was disposed of. He/she cannot admit the obturator second trocar with a round-shaped and non-sharp tip contact with cannula of the first trocar without any angular points causes the incident because they don't get stuck in each other. Initial investigation report by aomori olympus: the event unit and one(1) fragment were returned to olympus and visually inspected. The distal end of the cannula was missing a portion. The returned fragment size was approx. 4.5 mm x 7.0 mm. The fragment matched a missing portion on the cannula. The unit will be returned to amr for further evaluation. (B)(4). Type of intervention: na patient status: "no patient injury".